Event description:
It was reported in an article reviewed by manufacturer that the vns patient experienced an asystole event and was subsequently explanted. Attempts to obtain additional information are underway.

Manufacturer narrative:
Andriola mr, rosenweig t, vlay s. "Vagus nerve stimulation (vns): induction of asystole during implantations with subsequent successful stimulation." Epilepsia 2000;41(suppl.7):223.